Manufacturer narrative:
The subject device in this report has been returned to omsc and is under evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device with a non-olympus disposable biopsy forceps, a black foreign material fell off from the cup of a non-olympus biopsy forceps when the user facility opened the cups for second biopsy. The black foreign material was retrieved by the biopsy forceps. The procedure was completed with another biopsy forceps and subject device. There was no report of injury associated with this report. The subject device had been manually reprocessed according to the manufacturer recommendation.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to correct the device availability for evaluation and provide additional information. The subject device has not been returned to olympus medical systems (omsc) but the foreign material was returned to omsc for evaluation. The black foreign material was analyzed by ft-ir (fourier-transform infrared spectroscopy) and the ft-ir indicated that the foreign material was silicone-derived material. Silicone rubbers were used in the accessory of the subject device (such as biopsy valve, the injection tube, and the water container¿s connection adapter). The exact cause of the reported event could not be conclusively determined, but it is surmised that a part of the accessory possibly broke and fell off into the instrument channel and was caught within the cup of the biopsy forceps during the procedure. The instruction has already warns and instructs; ¿when inserting or withdrawing an endo-therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo-therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off.¿, ¿insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿